Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level ranged between 400-600 mg/dl. Supply changes were performed and manual injections were administered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.